Event description:
It was reported that the ilet touchscreen became unresponsive, preventing the user from unlocking the device; the user was instructed to attempt a software update when a stable connection became available. Symptoms included no reported adverse clinical effects. Outcomes included no alarms or alerts and no need for medical intervention. Investigation included remote troubleshooting and user education focused on performing a software update to address a potential user interface malfunction. Investigation of this case revealed a suspected software-related touchscreen responsiveness issue affecting the device¿s display/input component, pending completion of the update to confirm resolution. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface performance resolved or addressable with firmware update and user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.